Event description:
It was also reported that a new pace/sense lead was implanted and the high voltage portion of lead remains in use.

Event description:
It was reported that the right ventricular (rv) lead integrity alert was triggered for high impedance on the rv pace/sense. The rv threshold has also risen with noise in the ventricular fibrillation (vf) zone. It was noted there was possible fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, lead impedance out of range alert, and oversensing due to non-physiologic signals/sic (sensing integrity counter). An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Max ventricular pace impedance rises from 779 ohm on (B)(6) 2014 to greater than 4000 ohm on (B)(6) 2014. There is one lead failure predictor (lfp) event of less than 220 ms v-v cycle recorded on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.